Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Additional information received identified that the implant is a zimmer implant (tsvtb10). No further reports will be submitted under this MFR number. Please see MFR # 0002023141-2019-00908 for additional reports on the event.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient ID not unknown. Patient's age not: unknown. Patient's weight not: unknown. Device brand name: unknown. Device product code: unknown. Device lot number and catalog number: unknown. Reporter's last name: unknown. Device not returned.

Event description:
It was reported that the unknown implant could not be placed. The implant was removed and the site was grafted.